Manufacturer narrative:
Device evaluated by MFR. Synergy ii us mr 3.00 x 24 mm stent delivery system was returned for analysis. The stent was not returned for analysis. The stent was deployed in the patient's body as per complaint report. The balloon body filled with brownish substance resembling blood. There was no stent on the balloon. The balloon appeared bunched on the distal section. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that might have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found a shaft polymer extrusion break at the port bond (120 mm distal of the midshaft-hypotube bond) and the shaft polymer extrusion was stretched at the break site. This type of damage is consistent with excessive force that might have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex artery. After deploying a 3.00x24mm synergy drug-eluting stent, the delivery system was attempted to be removed; however, the delivery system caught with the guide and could not be removed. A non-bsc extension catheter was used to free the device from the guide but was unsuccessful. The physician decided pull everything out. New access was obtained and the procedure was completed. No patient complications were reported and the patient was doing well.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex artery. After deploying a 3.00x24mm synergy drug-eluting stent, the delivery system was attempted to be removed; however, the delivery system caught with the guide and could not be removed. A non-bsc extension catheter was used to free the device from the guide but was unsuccessful. The physician decided pull everything out. New access was obtained and the procedure was completed. No patient complications were reported and the patient was doing well.